Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 61 year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2023 patient presented with pain on her right breast and a palpable mass on her breast. Mammogram reveled a complex cyst in the area. Patient complains of continuous pain. Patient is requesting the excision of the right breast mass. Patient is worried of the underlying cancer. On (B)(6) 2023 the patient underwent a surgical procedure for biozorb and cyst removal. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.